Manufacturer narrative:
A new prescription for a revision surgery has been received. The date for the revision surgery is not yet known. Further information has been requested from the surgeon in order to identify the cause of the event. Yet known. The investigation is ongoing; a supplemental report will be submitted.

Event description:
A prescription form has been received for a revision surgery. (B)(4).

Manufacturer narrative:
The complaint is in reference to an extra small smiles total knee replacement revision surgery for a non stanmore implants worldwide (siw) implant. The revision implant pin (B)(4) was the first siw implant supplied for the right knee of the patient. The patient had previously received an siw total hip replacement and a left total knee replacement, not related to the issues of this event. As the event pertains to the revision of a non-siw implant this is a non-valid complaint. Although an initial MDR report was submitted with the information available at the time of the complaint, it has been determined that they were not required as this is the revision of a non-siw implant. A final MDR submission will be filed to fulfil regulatory obligations and to close this non-valid complaint.

Event description:
A prescription form has been received for a revision surgery. This is a supplemental report to 3004105610-2016-00105 ((B)(4)).